Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient did not charge their implantable pulse generator (ipg) for over two years and did not follow proper charging instructions. As a result, the ipg was explanted and a new device was implanted to resolve the issue. There were no complications during the procedure and therapy was established post procedure. Patient was stable.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.